Event description:
On (B)(6) 2015 the following information was reported to arjohuntleigh: the customer advised that the hoist and the sling needed to be checked. Also it was indicated that the hoist needs to have one of the legs repaired as it is not closing. The technician was asked to check the sling and the tempo hoist as patient apparently fell out of the sling. It was indicated that the customer wanted to know if the sling or hoist have failed at some point. Inspection of the sling and the hoist were conducted. Devices were in good condition, however, the leg actuator of the lift was found to be faulty causing the left leg not closing. On (B)(6) 2014, additional details were received related to the event where the patient fell out of the sling: it was indicated "there was no injury to anyone and that this was user error". Therefore, it appears most likely that the lift malfunction did not contribute to the event.

Manufacturer narrative:
(B)(4). Additional information will be provided upon completion of the investigation. (B)(4).